Event description:
Post market surveillance study. It was reported that 275 days following a coronary artery stenting treatment procedure, the pt returned with restenosis requiring subsequent reintervention. The index procedure treated the de novo 100% stenosed severely calcified 3.75x24mm target lesion located in the proximal left anterior descending (lad) artery. Treatment consisted of pre dilation with an unk 3.75x15mm balloon inflated to 10 atm's, the placement of a 3.5x28mm taxus express2 drug eluting stent inflated to 10 atm's and post dilation with the same 3.75x15mm balloon and the delivery stent balloon. Ivus was performed confirming the stent was placed properly resulting in 0% residual stenosis. The pt was discharged 11 days later plavix and bayaspirin. During a 10 month follow up visit, asymptomatic ischemia was noted, which was determined to be stable angina. At 275 days following the index procedure, the pt underwent reintervention. Treatment utilized balloon angioplasty in the 75% stenosed 3.5x20mm proximal lad target lesion. Residual stenosis by visual eval was 50%. The event relation comment was listed as it "could be" related to the device and the procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.